Event description:
On (B)(6) 2015, lay user / patient contacted lifescan (lfs) and alleged their onetouch ultra 2 meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 between 5-7 pm, when they observed an inaccurate low result of ¿57mg/dl¿ with the subject meter. The patient manages her diabetes with a combination of diabetic medications (metformin). The patient confirmed she did make changes to her usual diabetes medication; the patient alleges increasing her food and/or drink intake. The patient claims she developed symptoms of ¿weak, sweaty and hard to walk¿, 10 minutes after the product issue occurred. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. The complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.